Event description:
The patient reported that the pump keypad buttons are sticking and require multiple hard presses for a response. The patient states that the pump is intact. The patient reportedly wore the pump in a pocket and cleaned the pump with alcohol wipes.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/15/2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.